Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 18363568/18363600, model/catalog description: linear st lead kit 70 cm. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was not getting sufficient coverage. The patient underwent a lead replacement procedure and was doing well postoperatively.